Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). The indication for use was noted as spinal pain. It was reported there was premature battery depletion. Environmental/external/patient factors that may have led or contributed to the issue was noted as the battery tilted in the pocket. The patient noted he thought the battery overdischarged at least two times. A power on reset (por) was performed as well as a reprogram and recharger testing. The battery would be replaced with a new battery for an upgrade of technology and ease of recharge. The issue was not resolved at the time of this report. Surgical intervention was scheduled for (B)(6) 2018. The patient status at the time of the report was 'alive - no injury.' No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that communication/no telemetry with recharging. The patient tried to connect with the patient programmer but could not connect despite putting in new batteries. The last time that the patient was able to successfully charge the device and have stimulation was a couple of months prior to the report. Additional information was received from a health care provider via a manufacturer representative regarding the patient on (B)(6) 2018. The affected device remains implanted at this time and will not be returned for analysis. There were no further complications reported or anticipated.